Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging unit will only stay on a few minutes when it turns on and stops blowing completely then beeps related to a bipap device. The device was returned and evaluated. The results of the device evaluation are as follows: error code 79 was found, the exhaust foam, inlet foam, doughnut and whisper cap were found to need replaced. The pca was to be replaced to remedy the error code 79. The customer requested the device to be returned unrepaired. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing.